Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The ipg appears to be under skin fold. The patient underwent a pocket revision wherein the ipg was repositioned, and patient was doing well postoperatively. Nothing was explanted.